Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 133 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed and stated that the impedance measurements have been stable and can continue monitoring. This device remains in service. No adverse patient effects were reported.